Manufacturer narrative:
Based on eval of user facility info and the involved sample; based on eval of undamaged areas on the involved sample. The involved device was received and evaluated by the mfg facility. Careful examination confirmed that the catheter had been damaged and kinked / twisted. A rupture in the wall of the catheter adjacent to the twisted section was confirmed, also. Further inspection after dissection confirmed that the catheter had been kinked prior to the rupture in the side-wall. Inspection & testing of undamaged areas on the returned sample confirmed that there were no pre-existing defects or anomalies. A review of the device history record indicated that there were no production related problems for this lot number. A review of the device history record confirmed there were no indications of any product related problems. A review of the complaint files confirmed that this lot has not been reported previously. The cause of the reported event cannot be definitively determined based on the available info. However, the event description and eval of the involved sample are consistent with the catheter lumen having been closed due to kinking / twisting, & then subjected to excessive injection pressure resulting in rupture of the catheter wall. The potential for such an event is addressed in the warnings / cautions section of the device labeling by statements such as the following: "do not exceed the maximum permissible injection pressure"; and "before starting infusion, verify that the catheter has not been kinked or blocked. Failure to abide by this warning may cause the catheter to break/rupture/separate, resulting in damage to the vessel." All available info has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending and f/u. (B)(4).

Event description:
The user facility reported that the distal portion of a glidecath became "kinked" and then leaked contrast during a lower extremity angiography procedure. Communication with the user facility confirmed the following: the catheter was initially advanced over a versacore wire; during injection of contrast dye, the physician noticed that the dye was coming out the side of the catheter in the sfa; the damaged device was removed, but the user was unable to determine when the catheter had become "kinked"; further angiography with another catheter confirmed that there were no remnants from the damaged catheter remaining in the pt; the procedure was completed successfully; and the pt was reported to have "no adverse affects" from this event.